Manufacturer narrative:
H4: the lot was manufactured between september 1, 2023 - september 5, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the infusor had fluid contained inside the bladder and there was no evidence or image of a leak shown in the photograph. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This was observed prior to patient use. There was visible solution in the sealed individual device bag. However, the clear fill port cap was secured on the top of the device and the blue winged cap was secured to the luer at the end of the tubing. The device contained 180ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.